Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade ii and exchange due to concerns with the product. Patient later reported via voluntary sus medwatch "bia alcl (breast implant-associated anaplastic large cell lymphoma)". Pathological markers confirming bia-alcl have not been received. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event of lymphoma-alcl-suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade ii and exchange due to concerns with the product. Patient later reported via voluntary sus medwatch "bia alcl (breast implant-associated anaplastic large cell lymphoma)". Pathological markers confirming bia-alcl have not been received. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade ii and exchange due to concerns with the product. Patient later reported via voluntary sus medwatch "bia alcl (breast implant-associated anaplastic large cell lymphoma)". Pathological markers confirming bia-alcl have not been received. Device has been explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-12137. In response to FDA report number: mw5168241, mw5168242. Explanting physician information: dr. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "bia alcl" (histopathological markers not reported).